Event description:
It was reported that the insulin pump had an unresponsive keypad after it had been dropped in the toilet. The blood glucose reading was 183 mg/dl. The customer stated that the button response was delayed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly and no damage was found on the keypad assembly. The keypad connector was not unlocked. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.